Event description:
Call transferred from psr. Patient reporting that his ms3 pump sn (B)(4) kept on giving him the message "pushrod not connecting , not engaged" he states that his other pump gives him that message . Patient requesting new pump. Patient currently using backup. Dose confirmed and delivery address confirmed. No other information available. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes; did we replace device: yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 19.5ng/kg/min; frequency: continuous; route: sq; dates of use: from (B)(6) 2018 to (B)(6) 2018; diagnosis or reason for use: pah.